Event description:
Pt called in about pain on the sides of her breast from both implants. She states the right is 125 cc and the left is 150 cc. The final report stated 200 cc because the doctor added 65 cc to the original implant size. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).